Event description:
The customer reported the newly delivered processor pca ((B)(4)) , but the distributor realized that the spare part delivered was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. No patient was involved.